Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was high on one occasion. The svc coil was programmed off. The left ventricular (lv) lead exhibited stimulation at the tip electrode and therefore the electrode is not inuse. The lead remains in use. No further patient complications have been reported as a result of this event.